Event description:
It was reported that the patient presented for in-clinic follow up. A device interrogation revealed intermittent over-sensed noise exhibited by the right atrial lead that caused episodes of inappropriate automatic mode switch. No interventions were made. The patient was stable.